Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The filter could not be evaluated, as it remains implanted. The result of the investigation is inconclusive as neither the product nor images were available for evaluation. The root cause is unknown. The current IFU (instructions for use) states: g2 express filter removal: it is possible that complications such as those described in the "warnings, precautions, and potential complications" section of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that during a scheduled retrieval of a vena cava filter it was observed that the filter had titled and the retrieval hook was endothelialized in the pt's cava wall. Retrieval of the filter with a recovery cone was attempted but proved to be unsuccessful. A gooseneck snare was also used to attempt retrieval: however, after numerous attempts, the physician was not able to grasp the retrieval hook and remove the filter. The filter had been implanted four months prior, due to a head trauma sustained by the pt. The filter remains implanted. No pt injury reported.